Manufacturer narrative:
(B)(4). (B)(6). The device is reported to be unavailable for evaluation. However, a batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation. However, a photograph was provided by the customer. During the inspection of the photograph a hole was identified in the tubing. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reporter stated that the facility uses an unknown single channel pump for infusions. The pump is placed in a holder above the incubator. The parenteral nutrition bag was stored in a refrigerator and then manually warmed prior to infusion. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that a light sensitive drug set leaked during infusion. According to the report, this event occurred during the infusion of parenteral nutrition on one infant patient. This was reported to have occurred three times on the same patient. The location of the leak was not reported. There was no patient injury or medical intervention in association with this report. No additional information is available. This is report three of three.